Manufacturer narrative:
Patient identifier not available from the site. A medtronic representative tested the system and was able to replicate the issue. To troubleshoot the issue, the medtronic representative re-seated the emitter cables to computer, used a different usb port on the computer, and rebooted the navigation system. Upon reboot, the navigation system emitter showed green status. A medtronic representative performed a navigation system check-out, all areas passed. The medtronic representative, following up with the site, reported that the emitter was again showing red status. Replacement field generator (emitter) shipped to site. A medtronic representative replaced the field generator and reported after the part replacement, the system was fully functional. No parts have been received by the manufacturer for analysis.

Manufacturer narrative:
The field generator was returned to the manufacturer for analysis and showed signs of an electrical issue. The device was connected to a test system it immediately displayed red status and showed error "axiem emitter low drive error." Diagnostic tests showed a fault on coil #1. The reported event was confirmed. As previously reported, the device was replaced to resolve the issue. The software investigation concurred that the reported event was caused by the field generator. The software functioned as designed.

Event description:
A medtronic representative reported that during a functional endoscopic sinus surgery (fess) the navigation system emitter stopped tracking. The medtronic representative reported the emitter was initially showing green status, however, it switched to red status and stopped tracking. The surgeon opted to complete the procedure without the use of the navigation system. There was no impact on patient outcome.